Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized all ports and recognized instruments. Upon inspection, fuse in fuse relay appeared to be out of position which could have led to turning off during prolonged use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Erbe was losing power. Fse stated that the site has all carts, erbe and e-100 on the same circuit. Tse recommended having site separate components per system readiness guide as this can be causing the power loss. Fse replaced erbe. System tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. A follow-up MDR will be submitted if the generator is returned (post failure analysis evaluation) or if additional information is received. The complaint was confirmed during field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the power button the vio dv 2.0 integrated electrosurgical unit (erbe) was pushed in when the customer first checked it, so they pushed it to "turn it off" and then pushed it in again to turn it on with no change. The customer then called dvstat stating they pushed the power button to pop it out and turn it off the pushed it again and it powered on and the site was back working with the energy. The customer stated the power cord did not come unplugged from the wall. Site called back stating iesu unit shut off again. Caller stated that they were unable to power it back on this time. Caller stated that they checked the power cord connections. The procedure was completed as planned with no reported injury. Tse noticed power fail errors.